Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported that for the last month the insulin pump has been alarming no delivery. Customer stated that the alarm would be cleared by changing out the infusion set and reservoir. Customer stated that there are no bent cannulas. Customer also reported that now she has received a motor error alarm during bolus delivery. The device was not exposed to a magnetic field. Customer does use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is 149 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.